Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported, that on an unknown date, a clave¿ neutral connector generated a no flow of fluids event. Claves attached to the tunneled central line where an infusion of normal saline via rate flow tubing would not run. The line flushed appropriately, fluid flowed through the tubing when not connected to the patient. The registered nurse (rn) swapped out claves a few times and finally had one where infusion would go through. There was no patient harm reported.